Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced sound. Although the speaker was confirmed to be functioning per specification during testing, it was indicated that there was a speaker malfunction error and the customer was unable to confirm if the mx40 was still producing sound at the time of the event. The speaker has been replaced per current process. The device was operational after repairs were completed.

Manufacturer narrative:
The device has been received and is pending evaluation. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported there was no sound from the speaker and there was a speaker malfunction error. The device was not in use on a patient at the time of the event. There was no adverse event reported.